Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had been explanted due to an infection. A new icm device was implanted as replacement. Additional information from boston scientific field representative indicates no other actions were taken aside from icm device replacement. No additional medication was prescribed to the patient and no additional adverse patient effects were reported. The explanted icm device will not be returned since it was retained by the hospital.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Good faith effort attempts are being made to try and retrieve device return status and additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had been explanted due to an infection. A new icm device was implanted as replacement. No additional adverse patient effects were reported. The explanted icm device has not been returned.